Manufacturer narrative:
A review of the data provided showed no false positive results. There are no indications that the instrument's performance is compromised. No product problem was identified. Due to the lack of information provided through the case, a possible root cause could not be established. Facility name (B)(6) due to character limit. Full name: (B)(6). (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from (B)(6) alleged discrepant results while using the cobas® sars-cov-2 & influenza a/b nucleic acid test on the cobas® liat® system. Although requested, information such as the number of alleged discrepant results or which target generated discrepant results was not provided. It was indicated that the customer is using a corotest ivtm labmediaservis (B)(4). Volume 1.5 ml collection media, which is off-label. No further notices of any problems were reported at the customer site. No harm was alleged. An investigation was conducted to evaluate the customer issue. Per FDA¿s eua guidance, 1 MDR will be filed.